Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 12mm was returned for analysis. Visual / tactile inspection revealed no issues were noted with the hypotube shaft. Shaft polymer extrusion found no kinks or damages. Microscopic analysis revealed the balloon material identified a 2mm tear in the mid-section. Tip showed no signs of tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres; however, it was observed that a leak was occurring. A 2mm tear was identified in the mid-section of the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition.